Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no reported impact to the customer's blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information to reset the pump, and after assisting the customer with the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.